Event description:
Please reference order number (B)(4). The provider states the end user alleged the waist belt is measuring too long. Per the provider, the belt measures 84 inches instead of the advertised 60 inches. The provider didn't have additional information but will send picture proof. No injury alleged. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).